Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainer, patient was seen by their dentist and the dentist found that the patient's top teeth sat on the bottom teeth causing wear. Patient has lack of overbite. There is wear on #8, #9, #23 and #24. Patient's bite was reviewed, and patient advised that they have more of an edge-to-edge bite which is contributing to the wear. Requested that patient get a diagnostic finding letter from their dentist.